Event description:
It was reported that the user¿s ilet was delivering meal boluses that did not align with typical meal size announcements, leading to post-meal lows that required additional carbohydrate intake, and hyperglycemia was noted with a blood glucose of 236 mg/dl after a higher-carb meal was announced as less than a typical meal; the healthcare provider recommended a factory reset so the pump could re-learn meal delivery boluses, and support deferred the reset until glucose returned to range. Investigation of this case revealed inconsistent meal announcements relative to actual carbohydrate intake affecting dosing behavior, with no evidence of device alarms or malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting and education with no alerts or alarms and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.